Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) /2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).